Event description:
A patient in (B)(6) was undergoing cvvh with a prismaflex m100 set. After completing the priming procedure the operator observed a crack on the male luer connector on the venous line. The treatment was started with the cracked luer resulting in an external blood leak from the venous male luer connector immediately after treatment started. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient. The patient was not symptomatic and did not require any medical intervention as a result of this event.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for the lot number 14a2303g shows that there is no manufacturing non-conformity. There are three complaints related to this lot. The prismaflex m100 set was not returned for investigation. Pictures of the involved venous luer connector were provided. In the pictures, there is a crack at the venous male luer connector.